Manufacturer narrative:
(B)(4) dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an allergic reaction to the sensor adhesive. It was indicated that the patient had their condition reviewed by medical staff, as the distributor was informed of the event by a hospital. No additional information regarding the hospital visit was provided. Further event information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.